Event description:
Pt witnessed arrest, was found by bls unit. An AED was attached with no shock advised. Als unit arrived on scene, administered epinephrine and atropine. Pt converted to shockable rhythm. Two shocks were administered. While charging for third shock, a loud pop was heard coming from the defibrillator unit. Paramedics were unable to deliver third shock, but were able to transmit telemetry through the unit. The bls unit's AED unit was reattached and the pt was defibrillated once more without results. The pt was pronounced in the field. Paramedics were unable to perform a self-test or print out a summary report. Further self-tests indicated, "error #79 defibrillator". The unit was returned to zoll for further testng and repair.